Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device takes approximately 30 seconds to one minute to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during initial testing or review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery and power cord used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.